Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant product: product ID: neu_interstim_ins, product type: implantable neurostimulator. Product ID: neu_interstim_ins, product type: implantable neurostimulator. Product ID: neu_interstim_ins, product type: implantable neurostimulator. (B)(4).

Event description:
Peters, k.m., killinger, k.a., gilleran, j.p., bartley, j., wolfert, c., boura, j.a. Predictors of reoperation after sacral neuromodulation: a single institution evaluation of over 400 patients. Neurourol. Urodyn. 2015. Doi 10.1002/nau.22929. Summary: to explore factors that may predispose patients to reoperation after sacral neuromodulation (snm). In this largest known series to date, one third of the patients required reoperation and the most common reason was lack of efficacy/worsening symptoms. Ongoing study is needed as the technology continues to evolve. Reported event: 3 patients with sacral neuromodulation (snm) experienced wound infections. It was noted that the patients did not undergo a reoperation. The source literature included the following device specifics: implantable neurostimulator interstim and tined lead. Further information has been requested; a supplemental report will be submitted if additional information is received.